Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Results of the CT were obtained, and it was stated that "no definitive kinking of the outflow annulus seen. There is low attenuation material within the outflow annular... Suggesting possibility of outflow to near the thrombus. No definitive kinking is seen. No fluid is seen. No pericardial effusion. Appears to be a defibrillator lead present. Ascending aorta is mildly dilated measuring 38 mm. No filling defects noted within the pulmonary arteries." The cause of the patient fall was not thought to be device related. The exchanged controller was not to be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that extrinsic outflow graft obstruction (eogo) was confirmed on computed tomography angiography (cta). The event log file captured persistent pulsatility index (pi) events throughout the log file. Estimated flow values were stable throughout the event log file and the periodic log file. The ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended. It was stated that the patient had been experiencing weakness, and this was voiced to the left ventricular assist device (lvad) team from an emergency room (ER) provider evaluating the patient (B)(6) 2025. The patient nor their spouse disclosed any of this information to the lvad team. They were seen in an outside hospital (osh) ER on (B)(6) 2025 and (B)(6) 2025 due to weakness and fall (respectively). They had intermittent and not consistent low flow alarms (lfas) with high pulsatility index (pi) noted along with intermittent dizziness. Hydralazine was increased but this did not change lfas occurrence. Outflow graft obstruction was suspected so the lvad team ordered cta chest with and without contrast and the radiologist notified the team of preliminary results of greater than 50% occlusion suggestion eogo that coordinated clinically with the patient's signs and symptoms. Admission was arranged for the following day as patient was stable, to further evaluate and develop a plan moving forward. Multiple team discussions took place. The device was interrogated, and log files were sent in separately by the lvad team with results from technical services. The last lfa noted on interrogation was for 07jul2025. They repeated an echocardiogram and did annual labs as the patient was due for this re-evaluation during the week of presentation. Incidentally the white power cable to the primary system controller had significant wear and team so it was also exchanged at this time. The patient taken to the hybrid catheterization lab, intubated and underwent intravascular ultrasound (ivus) and catheterization evaluation of their eogo. The patient had successful stenting of the outflow graft "14 x 80 mm self-expanding stent was advanced so that the distal stent edge overlapped into the pump housing and then was deployed" by interventionalist. Patient tolerated procedure well and had no subsequent alarms. They were discharged the following day.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. Additionally, the reported low flow alarms were unable to be confirmed via the submitted log files. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events on (B)(6) 2025. No notable events or alarms were captured. Review of the lvad periodic log file revealed low flow events on (B)(6) 2025 and (B)(6) 2025; whether these low flow events were associated with alarms could not be determined as there was no controller event data available for this timeframe. According to the account, the last low flow alarm noted on device interrogation was from (B)(6) 2025, and the alarms resolved following the stenting procedure. No other notable events or alarms were captured in the submitted log files, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h7 correction. Section h9 correction. No further information was provided. The manufacturer is closing the file on this event.